Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. Unable to confirm the motor error alarm. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window, scratched case and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose was 140mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer stated that she went through the x-ray at the airport and the insulin pump was exposed to a high magnetic field. Advised the caller to discontinue the use of the device. The customer called back and reported being hospitalized due to low blood glucose of 24mg/dl. The caller stated that she was told to disconnect the insulin pump, but she continued wearing. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.